Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right essure micro-insert had migrated to the distal end of the fallopian tube, into the uterine wall (suspected that the device had perforated her fallopian tube and, consequently, her uterus was now also at an increased risk for perforation)"), uterine perforation ("during the implant procedure, when initially attempting to implant the right micro-insert, the implanting device malfunctioned, creating a tiny uterine tear"), procedural haemorrhage ("as a result of the bleeding from the tear, physician was unable to implant a micro-insert in the left fallopian tube, and the procedure was terminated"), genital haemorrhage ("clotting"), pelvic pain ("severe, debilitating pelvic pain") and abdominal pain lower ("severe, right-sided, severe, debilitating lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "during the implant procedure, when initially attempting to implant the right micro-insert, the implanting device malfunctioned, creating a tiny uterine tear" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant) and complication of device insertion ("as a result of the bleeding from the tear, physician was unable to implant a micro-insert in the left fallopian tube, and the procedure was terminated"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain lower (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), vaginal discharge ("vaginal discharge"), headache ("headaches"), arthralgia ("severe, debilitating hip pain"), uterine pain ("severe, debilitating uterine pain/ contraction-like pain in her uterus"), dyspareunia ("painful intercourse"), rash pruritic ("topical rashes and itching on face, arms, and abdomen"), weight fluctuation ("weight fluctuation") and depression ("severe depression"). The patient was treated with surgery (right salpingectomy and left cauterization (ligated) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, procedural haemorrhage, complication of device insertion, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, vaginal discharge, headache, arthralgia, uterine pain, dyspareunia, rash pruritic and weight fluctuation outcome was unknown and the pelvic pain and depression had not resolved. The reporter considered abdominal pain lower, arthralgia, complication of device insertion, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, procedural haemorrhage, rash pruritic, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: three weeks after her implant procedure, plaintiff had an appointment with her physician to discuss her symptoms. During this visit, the physician advised her that, during the implant procedure, when initially attempting to implant the right micro-insert, the implanting device malfunctioned, creating a tiny uterine tear. The right micro-insert was eventually placed; however, as a result of the bleeding from the tear, physician was unable to implant a micro-insert in the left fallopian tube, and the procedure was terminated. Physician further advised her that her symptoms were likely the result of the implant procedure and subsequent tear, and that everything would heal in due course, on its own. As such, she underwent a right salpingectomy and left cauterization, during which her right fallopian tube was removed and her left fallopian tube was ligated. Unfortunately, despite having surgery to remove the essure device, her abdominal and pelvic pain continued, and on (B)(6) 2013, she underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus, and left fallopian tube were all removed. Since plaintiff's most recent surgery, only some of her symptoms have resolved. Diagnostic results: (B)(6) 2012: hysterosalpingogram - the right essure micro-insert had migrated to the distal end of the fallopian tube, into the uterine wall and also confirmed the absence of the left essure micro-insert. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right essure micro-insert had migrated to the distal end of the fallopian tube, into the uterine wall (suspected that the device had perforated her fallopian tube and, consequently, her uterus was now also at an increased risk for perforation)"), uterine perforation ("during the implant procedure, when initially attempting to implant the right micro-insert, the implanting device malfunctioned, creating a tiny uterine tear"), procedural haemorrhage ("as a result of the bleeding from the tear, physician was unable to implant a micro-insert in the left fallopian tube, and the procedure was terminated") and genital haemorrhage ("clotting") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "during the implant procedure, when initially attempting to implant the right micro-insert, the implanting device malfunctioned, creating a tiny uterine tear" on (B)(6) 2012. The patient's past medical history included arthritis and hypertension. Concurrent conditions included body mass index normal and thrombosis. Concomitant products included cilest (tri-sprintec), ibuprofen (motrin), omeprazole (prilosec) and percocet-5. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 18 days after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain lower, procedural haemorrhage (seriousness criterion medically significant) and complication of device insertion ("as a result of the bleeding from the tear, physician was unable to implant a micro-insert in the left fallopian tube, and the procedure was terminated"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal discharge ("vaginal discharge"), rash pruritic ("topical rashes and itching on face, arms, and abdomen") and depression ("severe depression"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, the patient experienced weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), arthralgia ("severe, debilitating hip pain"), uterine pain ("severe, debilitating uterine pain/ contraction-like pain in her uterus") and dyspareunia ("painful intercourse"). The patient was treated with surgery (right salpingectomy and left cauterization (ligated) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, procedural haemorrhage, complication of device insertion, genital haemorrhage, vaginal haemorrhage, vaginal discharge, rash pruritic, weight decreased, female sexual dysfunction, fatigue, alopecia and migraine outcome was unknown, the headache, arthralgia, uterine pain, dyspareunia and dysmenorrhoea was resolving and the depression had not resolved. The reporter considered alopecia, arthralgia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, procedural haemorrhage, rash pruritic, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: three weeks after her implant procedure, plaintiff had an appointment with her physician to discuss her symptoms. During this visit, the physician advised her that, during the implant procedure, when initially attempting to implant the right micro-insert, the implanting device malfunctioned, creating a tiny uterine tear. The right micro-insert was eventually placed; however, as a result of the bleeding from the tear, physician was unable to implant a micro-insert in the left fallopian tube, and the procedure was terminated. Physician further advised her that her symptoms were likely the result of the implant procedure and subsequent tear, and that everything would heal in due course, on its own. As such, she underwent a right salpingectomy and left cauterization, during which her right fallopian tube was removed and her left fallopian tube was ligated. Unfortunately, despite having surgery to remove the essure device, her abdominal and pelvic pain continued, and on (B)(6) 2013, she underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus, and left fallopian tube were all removed. Since plaintiff's most recent surgery, only some of her symptoms have resolved. Current weight: 91 lbs insertion details:they had difficulty inserting left device, procedure terminated. X-ray in oct showed right tube occluded, but left still patent. Removal details: removal of foreign body (essure coil) and bilateral tubal cautery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: right essure migrated (cont.) X-ray - in (B)(6) 2012: right tube occluded, but left still patent on (B)(6) 2012: hysterosalpingogram - the right essure micro-insert had migrated to the distal end of the fallopian tube, into the uterine wall and also confirmed the absence of the left essure micro-insert. On (B)(6) 2012: transabdominal/transvaginal pelvic ultrasound: impression: no ovarian torsion is identified. Normal appearance of the ovaries. There are prominent bilateral pelvic vessels. This may represent normal variation. Pelvic congestion syndrome is a possibility. There is a 12-mm uterine mass, which most likely represents a fibroid. Normal endometrium. CT abdomen/pelvis without contrast: impression: nonspecific free pelvic fluid is present. Nonobstructing left renal calculus. Metallic structure in the right pelvis adjacent to the uterus, which may be related to an essure closure device or post-surgical clips. Most recent follow-up information incorporated above includes: on 6-mar-2018: plaintiff fact sheet and medical records received: new reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 01-jun-2012. Events weight loss, apareunia (inability to have sexual intercourse), dysmenorrhea, fatigue, hair loss and migraines added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.